Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: the device was not returned to depuy synthese for evaluation, however photo(s) were provided for review. Review of the provided photo(s) confirms that device is bent at curved end tab and their is no sign of broken device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sizer handle for the enhance shoulder system had a bent tab on the curved end of the device and when the humeral and glenoid pins were inserted during the procedure, plastic shards were seen coming off the device. The concern was could these plastic shards/debris get into the open shoulder joint and not be found or removed through irrigation that could cause post operative complications. There was a three minute surgical delay.